Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (failure to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported during needle insertion she felt the cannula inserting into the skin. About an hour later she noticed there was some pain around the insertion site. Her blood glucose measured 589 mg/dl and she decided to remove the pod. She stated the needle never retract back into the pod.